Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimu lator (ins). The reason for call was mdt rep. Said the pt last was able to charge sometime around (B)(6), but then noticed when they went in for an MRI, they could not charge their ins and were likely in overdischarge now. Rep was made aware today and met with pt to perform physician reset mode. Rep said they tried the antenna locate feature, but it did not work. Technical services (tss) assisted the rep in entering physician reset mode on the call. (B)(6) 2024 e1: additional information from the rep indicated that the device had been over discharged, several times. Patient was unsuccessful in completing a recovery of their battery due to three over discharges. Managing physician encourage the patients to complete a replacement. Patient agreed and wants to intellis battery system. Patient is scheduled for a battery replacement on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.